Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited far r-wave over-sensing resulting in inappropriate atrial tachycardia/fibrillation episodes. No intervention was performed. There were no patient consequences.